Event description:
It was reported while using bd phaseal¿ infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage during the use of 515540-zat. The customer reported that saline leaking from the injector was observed upon priming of saline. 515505-zat(lot:2212041c) used will be returned.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 30-jun-2023. H6: investigation summary: samples received by our quality team for investigation. Upon visual evaluation of the injector, no defects or issues observed. The injector was connected to a bd syringe loaded with decontamination liquid, and the injector was connected to a c45 (tests) and the liquid was transferred between all the components without observing any leakage between any of the components. A device history review was performed for reported lot 2203033, 2211161 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Three retained samples of the same lot were used for additional evaluation. No defects or issues observed. Functional testing was performed, connecting the injector samples to a vial, and syringe per the instructions for use provided with the product. In all cases liquid was able to be drawn from the injector and the product functioned as intended with no leakage. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device, including verification all critical dimensions are within specification and there is no damage on the product. Testing results were reviewed for the reported lot and found all product met required specifications. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported while using bd phaseal¿ luer-lock injector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage during the use of bd phaseal¿ luer-lock injector. The customer reported that saline leaking from the injector was observed upon priming of saline.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported while using bd phaseal¿ luer-lock injector leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage during the use of bd phaseal¿ luer-lock injector. The customer reported that saline leaking from the injector was observed upon priming of saline. D1: medical device brand name: bd phaseal¿ luer-lock injector d2: medical device type: onb d4: UDI #: (B)(4) d4: medical device catalog #: 515086

Event description:
It was reported while using bd phaseal¿ infusion set leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this is a report about leakage during the use of 515540-zat. The customer reported that saline leaking from the injector was observed upon priming of saline. 515505-zat(lot:2212041c) used will be returned.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.